Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. Additional troubleshooting is pending to interrogate the ipg.

Event description:
Additional information received indicated the patient's ipg became inoperable. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.